Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The customer's glidescope spectrum single-use lopro s4, non-sterile (ns) blade was returned to verathon for evaluation. A verathon technical service representative evaluated the returned blade and was able to confirm the reported failure. When connected to both a test glidescope go monitor and a test glidescope core monitor, the blade's light-emitting diode (led) remained off. The device failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the blade was scrapped due to being a single-use device and there being no repairs available. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a difficult intubation procedure, the customer reported that a glidescope spectrum single-use lopro s4, non-sterile (ns) blade produced no illumination when connected to a glidescope core 10-inch monitor and therefore the user could not see anything during the initial intubation attempt. The intubation was subsequently completed using another glidescope spectrum single-use lopro s4, ns blade, which was obtained within an unspecified amount of time. No patient harm was reported.